Event description:
A retrospective review of programming and diagnostic data was performed that identified 2,952 programming anomaly events. 2,954 total events were initially identified and reported as part of a retrospective summary reporting request (rsr e2013044), but 1 of the events was later confirmed invalid, with another having been previously identified and reported to the FDA as an individual report (medwatch #1644487-2013-01093). 2,756 of these events are captured in the attached spreadsheet for product code lyj. The remaining 196 events for another product code (muz) are captured in medwatch #1644487-2014-00289. These events represent instances where a faulted systems diagnostic test resulted in the patient leaving an office visit at unintended settings. These events are specific to patients with generator models 100, 101, 102, or 102r. No serious injuries have been reported associated with these events.

Manufacturer narrative:
Retrospective summary report exemption number (B)(4): 2,756 total events are being summarized within this report for programming anomalies. Cyberonics made a commitment to FDA as a systemic action associated with a 2012 FDA inspection (fei number (B)(4)) to retrospectively review all existing data in an internal programming history database (phd), which houses device programming and diagnostic data for patients, to identify and confirm MDR reportable events that had never been previously identified or reported to cyberonics by customers. These items were identified through that retrospective review.